Event description:
Device history record was reviewed and nothing was found related to the reported event. Device history log was reviewed. A technical error 35 that stopped the infusion was found which confirms the reported event. A received photo confirmed the reported event. The reported device was received in brézins for investigation. Once in brezins, external visual check found that the device needs to be clean. Following visual inspection, functional tests were performed related to the reported event were carried out. All performed successfully and values were found compliant with IFU specifications compared to settings. Quality control was performed and no technical or functionnal issue was detected. Nothing was noticed during internal inspection. Therefore, the reported event is confirmed and the root cause is probably due to a defective motor (intermittently). It is therefore advisable to change the motor. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: valid. The trend is: normal.

Event description:
The following has been reported by customer: an error on one of the pumps: 'error 35-0400!!!! Motor period control'. Reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.